Event description:
New information received notes that the patient presented to the emergency room for an unrelated reason. Programming changes were made. The patient was stable without reported symptoms, and the over-sensing did not impact the device function.

Event description:
New information received notes that the patient was stable

Event description:
It was reported that a patient presented with post-paced t wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse effects was reported.